Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the white labels on the sides of the orange boxes are badly cut. Black edges, uneven spacing between the label edges and the cut, and crooked placement were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the white labels on the sides of the orange boxes are badly cut. Black edges, uneven spacing between the label edges and the cut, and crooked placement were observed.